Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer stated pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are not able to rewind the pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.